Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during use. The device had been manually filled with unspecified medication using an unknown syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h10: the device was received for evaluation. During visual inspection, the bladder was observed ruptured and the coil cap was separated from the housing. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition could not be determined, however, the potential for bladder ruptures exists as bladders are manufactured with rubber. The lug diameter of the housing was measured and found to be 1.241 inches which was lower than the specification, but even diameter was at the lower end of the specification, but still within tolerance. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.